Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a UK customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible application issue was reported with the abbott diabetes care (adc) device in use with unspecified samsung phone with android operating system and version 16. The adc device had signal loss resulting to no glucose alarms and was unable to monitor glucose readings. The customer experienced blurry vision and self-treated with glucose tablets and quick snack. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.